Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The company representative reported that the iab fill function was pressed again & the balloon was filled. The last service intervention was carried out on 21-july-2017 and it was discovered that the pim is faulty. It was verified to be faulty by swapping the pim & safety disk with a functioning unit. Repairs are currently pending.

Event description:
The customer reported that an autofill error appeared on the intra-aortic balloon pump (iabp) when iab fill was pressed. The error was discovered during the preparation stage, before being used on a patient. There was no adverse event reported.

Manufacturer narrative:
The pneumatic module assembly was returned to getinge national repair center (nrc) for further evaluation. Inspection of the pneumatic module assembly, rohs was completed with no visual damage observed. The nrc installed the pneumatic module assembly into the cardiosave test fixture and tested the assembly to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of ¿autofill error when iab fill was pressed¿. The assembly failed testing. The nrc will retain the assembly per procedure.

Event description:
The customer reported that an autofill error appeared on the cardiosave intra-aortic balloon pump (iabp) when iab fill was pressed. The error was discovered during the preparation stage, before being used on a patient. There was no adverse event reported.

Manufacturer narrative:
(B)(4) 2017 04:34 pm (gmt-4:00) added by (B)(6) ((B)(6)):the company representative later reported that on (B)(6) 2017, they replaced the pneumatic module assembly/pim, tested the iabp unit and the problem was resolved. The iabp unit was returned to clinical use.

Event description:
The customer reported that an autofill error appeared on the intra-aortic balloon pump (iabp) when iab fill was pressed. The error was discovered during the preparation stage, before being used on a patient. There was no adverse event reported.